Manufacturer narrative:
Additional information received from the physician/author provided the device serial number (B)(6): updated data - d.4 - added device information (model #, catalog #, expiration date, serial #, and UDI #). H.4 - added device mfg date a review of the medtronic global complaint handling database with the provided device identifier serial number confirmed these observations have not been previously reported. The additional information received from the physician/author also stated that medtronic product did not cause or contribute to the observed adverse events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: kaneko u et al. Valsalva sinus perforation following valve dislodgement during transcatheter aortic valve replacement. Jacc cardiovasc interv. 2019 jul 22;12(14):e119-e120. Doi: 10.1016/j.jcin.2019.04.025. Epub 2019 jun 26. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an (B)(6)-year-old female patient with history of symptomatic severe aortic stenosis who underwent implant of a 29 mm medtronic evolut r bioprosthetic valve (serial number not provided). During the procedure, it was reported that while the valve was being expanded it suddenly dislodged from the annular ring and fell toward the noncoronary cusp (ncc). Following ¿several¿ repositioning attempts, the valve was successfully implanted. However, aortography showed ¿contrast extravasation¿ at the ncc and a transesophageal echocardiogram revealed a hematoma around the ncc. A post implant computed tomography scan exhibited a hollow ncc which indicated valsalva sinus perforation caused by the dislodged valve. Subsequently, the patient developed cardiac tamponade and was successfully treated with pericardiocentesis. At one-week post implant, a computed tomography scan confirmed a healed perforation. No additional adverse patient effects or product performance issues were reported.